Event description:
New information received notes that during a follow-up on (B)(6) 2019, no noise was observed on the rv lead. Patient will continue to be monitored.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission with right ventricular lead noise. Lead revision was discussed. No patient symptoms were reported.